Event description:
Physician was closing incision from cholecystectomy when needle broke off in subcutaneous tissue of pt's abdomen. Physician manually explored tissues, abdominal exploration with camera and x-rays. Needle noted on x-ray but unable to physically locate and retrieve.